Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified bd syringe with needle was used by a clinician to give a patient a heparin injection. The clinician was distracted and was not entirely certain if she fully activated the device's safety mechanism and as she was discarding the device she was stuck with a contaminated needle. The clinician received post exposure lab work but it is unknown what the results of the tests were or if the source patient was positive for any communicable diseases. No additional medical interventions were reported.